Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. . FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports catheters from unknown mus a few months ago unknown lot, catheter tips cutting him having caused bleeding. He reports the defect is not visible, only felt like the tip is cutting him with insertion. He did have some bleeding, not a lot he specified, and it resolved by him not cathing for a few days. He mentioned he has a history of utis as well. No photo available.